Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the unit doesn't work. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Event description:
The customer reported the unit doesn't work. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date rec'd from MFR: 10oct2019. Multiple unsuccessful attempts were made to gather resolution. No additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.